Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient from (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube placement with jejunal (peg-j) tube. On (B)(6) 2017 the patient had a stoma problem and proud flesh. On (B)(6) 2017 the patient was started on an unknown antibiotics for a stoma infection and proud flesh.